Event description:
It was reported that during a thyroid procedure, the device would activate, but was not supplying the tissue effect expected. They used suture to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 02/28/2008. Info anticipated, but unavailable at this time.